Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon ruptured during deployment on sinotubular junction calcium. The 23mm sapien 3 ultra valve was fully deployed with no leak. The balloon was removed without issue. The patient was doing well.